Manufacturer narrative:
The ultra fluid earloop masks will not be returned for evaluation. Without return of the product, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that employees are experiencing "break outs and itching" from their ultra fluid earloop masks. It is unknown if employees sought or received medical treatment.